Event description:
Pt in electrophysiology (ep) lab for av nodal ablation (B)(6) 2011. During the procedure, the physician reported fluid was dripping off the drape onto him. Therapy coolpath ablation catheter had become disconnected from its hub (outside of pt). There was no harm to the pt who was discharged (B)(6) 2011.